Manufacturer narrative:
H3 other text : a philips remote service engineer evaluated the device.

Event description:
This report is based on information provided by the local philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips mrx defibrillator indicating that the device was unable to pass an operations check. There was no patient involvement. The rse instructed the customer how to correctly perform the functional check, and the device was successfully returned to service. Based on the information available, the cause of the reported problem could not be confirmed. The customer's device was successfully tested and returned to service. It has been concluded that no further action is required at this time.